Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 around 6:30pm. Pt (sb) called in stating that after he are he didn't feel well. Pt stated that he was sweating, felt weak and was disoriented. The reading on the prodigy meter at the time of the event was 69mg/dl. Paramedics were called approx 5 minutes after testing with the prodigy meter. Pt's wife gave him 2 10oz bottles of orange juice to drink while waiting for paramedics. Paramedics arrived approx 20 minutes after testing with the prodigy meter. Paramedics performed a glucose test with their meter with a result of 50mg/dl. Pt was not transported to ER. He stated he was feeling better. Pt consumed an add'l cup of ice cream and 2 candy bars. Pdc sent replacement and prepaid envelope requesting return of suspect device.